Event description:
It was reported that foreign matter was found in the bd pegasus¿ safety closed IV catheter system hub between the fluid path and port just before it was used on the patient. The following information was provided by the initial reporter, translated from chinese: "when the emergency nurse of the pediatric department of the xxxxx gave an injection to a child, she found that there was a dark-colored foreign substance in the connector on the indwelling needle, which was opened in front of the patient, and immediately removed the connector after the discovery and reported it to the police... The following information has been confirmed with customers using indwelling needles: 1. The sample for this complaint is the connector removed from the indwelling needle 2. The indwelling needle was opened in front of the patient when the indwelling needle was ready to be placed in the patient. It was sealed well before. When preparing for the puncture, a dark foreign matter was found in the joint of the indwelling needle. The customer immediately report to the person in charge of the department to notify the manufacturer after removing the connector 3. Foreign matter inside the joint, in the gap between the fluid path and the screw port 4. The connector is not in contact with the drug liquid"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2023 h6: investigation summary a device history review was conducted for lot number 2350854. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Our engineers were able to identify small black foreign bodies in the joint of the adapter. These particles were embedded in the component adapter and could not be subjected to for compositional testing. This nonconformance has been confirmed. The root cause for this event was determined to be a contamination of the raw materials. H3 other text : see h10.

Event description:
It was reported that foreign matter was found in the bd pegasus¿ safety closed IV catheter system hub between the fluid path and port just before it was used on the patient. The following information was provided by the initial reporter, translated from chinese: "when the emergency nurse of the pediatric department of the xxxxx gave an injection to a child, she found that there was a dark-colored foreign substance in the connector on the indwelling needle, which was opened in front of the patient, and immediately removed the connector after the discovery and reported it to the police. The following information has been confirmed with customers using indwelling needles: 1. The sample for this complaint is the connector removed from the indwelling needle 2. The indwelling needle was opened in front of the patient when the indwelling needle was ready to be placed in the patient. It was sealed well before. When preparing for the puncture, a dark foreign matter was found in the joint of the indwelling needle. The customer immediately report to the person in charge of the department to notify the manufacturer after removing the connector 3. Foreign matter inside the joint, in the gap between the fluid path and the screw port 4. The connector is not in contact with the drug liquid"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.